Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the sales rep noticed the package was improperly sealed and used another of the same size.

Manufacturer narrative:
(B)(4). (UDI): (B)(4). Reported event was considered confirmed as device was returned with sterile seal opened and peeled back. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined it cannot be verified when/where the seal was opened. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that the inside sterile packaging had already been opened.